Manufacturer narrative:
The manufacturer previously reported information in reference to a battery pack error which was found in the download error logs for this device. There was no harm or injury reported. Additional information received from the philips product investigation lab (pil) found the device powered on and operating normally. The pil confirmed damage to the left back enclosure and needed to be replaced. The customer requested no repairs be made to the device. The inlet air path assembly and removable air path foam was replaced. The customer had requested no repairs to be made to the device and no repairs were made and all testing passed on the device.

Event description:
The manufacturer received information alleging a battery pack error which was found in the download error logs for this device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.